Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device was unable to be interrogated after trying to access the segms. The device displayed the message, error - abnormal exit detected. Confirm software was reloaded. After download, the device worked appropriately. Device to stay in the field.